Manufacturer narrative:
The reported event of the scs system not being functional was not confirmed. The reported event of the scs system causing pain cannot be confirmed through product testing alone. As received, the penta lead was cut in two as a result of the explant procedure but passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-05105. It was reported that patient was experiencing ineffective coverage and the system was not functioning well. As such surgical intervention took place wherein the ipg and lead was explanted.